Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had all cubies and tower failure. The filed service engineer replaced the comm sled to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had all cubies and tower failed. The customer stated that all cubies and tower failed causing a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.